Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that low impedances began to ¿normalize¿ the following day. It was suspected that there was blood in the lead from being buried which caused the low impedances. The patient¿s implantable neurostimulator (ins) was able to be programmed with the outcome noted as obtaining good results. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported that there were low impedances on the left implant during procedure. It was noted that the implant wasn't completed. It was noted that the doctor would disconnect the device at the site to check for fluid and retest. It was also noted that no physical damage was seen. It was further noted that they ¿definitely had a short.¿ additional information has been requested but was not available as of the date of this report.